Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex g) event summary a cook medical distributor reported, during the visual inspection of an safe-t-j amplatz extra-stiff support wire guide, an "eyelash" was discovered inside the pouch. The issue was discovered at the distributor's location and there was no patient involvement. Investigation ¿ evaluation reviews of the complaint history, device history record, and quality control procedures and a visual inspection of the device were conducted during the investigation. The device was returned to cook for investigation. The physical examination of the returned device confirmed that there was a hair-like piece of foreign matter on the wire guide holder inside the unopened package. Cook reviewed the DHR. The DHR records one relevant nonconformance for one device that had foreign matter imbedded into the packaging material; however, the device was reworked and reinspected 100%. A database search for complaints reported on the complaint lot reveals no additional complaints reported at this time. Although there are 100% inspections in place to detect foreign matter, it is still possible for this failure to occur. Therefore, cook determined that no nonconforming product exists in house or in the field. The device is provided with instructions for use which state: how supplied do not use the product if there is doubt as to whether the product is sterile. Based on the available information, cook has concluded that this incident was caused by a manufacturing/quality control deficiency. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: regulatory affairs analyst. PMA/510k # - k171764. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A cook medical distributor reported, during the visual inspection of an safe-t-j amplatz extra-stiff support wire guide, an "eyelash" was discovered inside the pouch. The issue was discovered at the distributor's location and there was no patient involvement.